Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: power module for trauma recon system, battery device common device name and device product code was unknown. The catalog number and serial number were unknown. UDI: (B)(4) PMA/510(k) number was unknown. The manufacturing location was unknown. The device manufacture date is unknown.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device worked at the beginning of the procedure and then gradually started to fail. The saw handpiece device then began to overheat a lot. According to the reporter, the battery device had been checked the previous day and worked fine. The battery was checked prior to use and was fully charged. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d2: the brand name, common device name and procode were added. D4: the serial number was reported as unknown in the initial report, the serial number has been updated to (B)(6). D4: UDI: (B)(4). H4: the date of manufacture was reported as unknown in the initial report, the date of manufacture is 9/27/2016.